Event description:
Patient was in surgery for a hip replacement. The implant was mislabled as a 32mm but was actually a 26mm. The mislableing was noticed prior to implantation. No harm to patient.====================== manufacturer response for femoral head, lfit v40 femoral head======================the mfg's rep took the mislabled product and substituted with correct size.